Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
According to the user, the cutting forceps has switched on/power output by self action. No injury of the patient or user. No information of the procedure are available.

Manufacturer narrative:
The customers complaint of self powering on could not be confirmed. The device was connected to the generator, correct default readings were displayed pk coag 100 effect 3. At this time the device was not active. It was observed that the left side of the blue coag button did not have any tactile feel, the right side would press down and come back up. The left side coag was very hair triggered, slightest touch would activate the device. Removed the coag button, left dome switch is collapsed, this would cause a closed circuit and activate the device. The customers complaint of self activation could not be confirmed however the left side of the blue coag button is very sensitive and activates with very little pressure.